Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the pcoip of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue reported was confirmed. The monitor on the camera cart showed a black screen with message 'reconnecting teradici pcoip'. The pcoip module had a problem. If it reboots, the monitor displayed 'reconnecting teridici pcoip'. It should be replaced. The internal cable connection was good. The investigation was ongoing at the time of filing and therefore the issue had not been fully resolved. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received regarding a navigation system. It was reported outside of a procedure that intermittently, it appeared that the camera cart rebooted.